Event description:
It was reported that during an implant attempt, the lead backed out of the branch. The physician was unable to advance the lead back into the branch. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned for evaluaiton. No anomalies were found however, a visual inspection showed that the outer insulation was breached/cut. Upon visual inspection, it was noted that the lead was damaged during the implant process. No anomalies found (B) (4) full lead.